Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage fit system. The exact implantation date is unknown, however two implant dates were reported: (B)(6) 2008 and (B)(6) 2012. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.